Event description:
The event is reported as: alleged states: "doctor said clips to ligate vessel when he conducted a liver hemisection locking mechanism of 2 clips failed to lock." No pt injury reported. Requested add'l info.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. A visual inspection of the picture received was performed and the "clip failed to lock" was observed. No other defects were found. Assessment was conducted and no changes required. Although, from the picture it was observed that the "clip failed to lock" the complaint cannot be confirmed since the sample was not available. Therefore, it is not possible to determine the root cause for the defect and a corrective action for it. However, the MFR will continue to monitor and trend relating complaints.